Manufacturer narrative:
Correction: device lot number previously provided is not a valid lot number. The device lot number is unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Manufacturer narrative:
Return requested for suspect open spine clamp. This part was discarded by the site and will not be returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's long spinous process clamp was not locking into place properly. No further details regarding this issue, how the clamp was damaged, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was a few minutes to obtain a second instrument tray. There was no impact on patient outcome.